Event description:
Procedure: sigmoid resection. According to the reporter: after firing, four half rotations and "click" instrument could not be removed easily, but got stuck on the tissue. Therefore the anastomosis pulled out partial and had to be oversewed manual.

Manufacturer narrative:
(B)(4).